Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to eos, the vns patient¿s replacement device was tested with the existing lead and system diagnostics revealed low impedance. The replacement generator was tested with the test resister which did not reveal any issues with the generator. The lead pins were reinserted into the generator header but the device continued to show low impedance. The lead was not replaced and generator remained disabled during the procedure. No known surgical interventions have occurred to date for the low impedance observation.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
Follow-up revealed that a low impedance value was found during surgery and not a low impedance indicator. No clinical symptoms coincided with the low impedance reading.